Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. MFR for associated product, bone screw: 0002648920-2018 -00408.

Event description:
It was reported that upon inserting screw into cup, the screw went all the way through the holes. Surgeon removed the devices and completed the surgery with new devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device showed threads of the screw hole of the shell are damaged. Due to the damage both go and no-go thread gage did not mate with the screw hole of the shell. The head of the screw is heavily damaged and appears to have indications of the shell thread gouged into it. Due to the screw head damage, the screw did not pass through when the screw is straight in the hole but when it is held at an angle it passes through. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.